Manufacturer narrative:
(B)(4); batch #: u5cc81. Photos were received, and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic-assisted radical total gastrectomy surgery, after fired, noted staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2020. Per photographic evaluation: upon visual inspection of three photos, the following was observed: pictures provided shows tissue with several partially form staples. This condition is consistent with an incomplete or interrupted firing cycle. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis was sent under (B)(4).